Manufacturer narrative:
Result of investigation: failure analysis: events log recorded multiple xdcr faults. All transducer tests passed. All transducers were able to be calibrated successfully. After cooling down the transducers with anit-static freezer spray, the exhl diff transducer test failed. The reported issue was intermittent but was duplicated and will be internally investigated.

Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported xdcr fault alarm on the vela ventilator. The customer stated the unit was on a patient during use with no harm associated with this event.